Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The microsensor was not returned for evaluation (as per customer, product not available) and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The possible root cause of the defect reported by the customer could be due to excessive pressure applied to product.

Event description:
A facility reported a damaged intracranial pressure microsensor during removal. A codman microsensor basic kit was implanted in a patient on an unknown date for an unknown reason. The codman microsensor was explanted on (B)(6) 2021. When the microsensor was removed, the tip of the sensor was reportedly caught on the titanium plate and the tip of the microsensor was torn off. The microsensor was left in the patient's body (epidural). After that, the remained tip of the microsensor has been retrieved in safe.